Event description:
A customer reported experiencing a cgm error 42 with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, which resolved the issue, allowing the customer to successfully start their sensor session again.